Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the ampulla of vater (aov) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the alliance inflation syringe was installed on the alliance inflation handle but the gauge of the syringe was located at 2, not 0. The procedure was completed with a different device of the same model. No patient complications have been reported as a result of the event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a0902 captures the reportable event of reading inaccurate. Block h10: the returned alliance inflation syringe was analyzed and a visual evaluation noted the needle's gauge returned to "2" atm. Additionally, the print quality was found clear, legible and complete, the "y" connector was returned straight and aligned with the syringe, and the thread of the female luer had no visual damages. No other damages were noted with the returned device. The reported event of gauge reading inaccurate was confirmed as during product analysis it was observed that the needle's gauge returned to "2" atm instead of "0" atm. It is probable that during the unpacking of the device or during the procedure the gauge encountered a physical impact (hit, drop, etc.) Which could affect the integrity of the device. Therefore the most probable root cause is "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the ampulla of vater (aov) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the alliance inflation syringe was installed on the alliance inflation handle but the gauge of the syringe was located at 2, not 0. The procedure was completed with a different device of the same model. No patient complications have been reported as a result of the event.